Event description:
Edwards learned of a 27mm aortic bioprosthetic that now presents severe stenosis without insufficiency secondary to structural valve deterioration and calcification after an implant duration of seven (7) years, two (2) months. The patient requires intervention but has not yet been performed.

Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer as it remains implanted. Without receipt of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.